Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results from the icon 25 hcg test kits. A customer has had three incidents in the last month (the latest in 2009) where the urine hcg results were negative (-), but the pts were "visibly pregnant". The serum quantitative tests were from 180,000 to 200,000miu/ml. The actual results and event details were not supplied. No injury has been reported in connection with this event.

Manufacturer narrative:
Retain devices performed as expected when tested by bci using controls and low (55miu) and high (181,000miu) quantitative positive clinical urine samples. Product and samples were not submitted to bci for verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.